Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03628 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was used however, the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was retrieved using a balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire, approximately 3.5cm. Moreover, the distal end was found kinked at 8.0cm approximately from the distal end. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failures encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2014-03628 and 3005099803-2014-03629 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the hydrophilic tip was detached exposing the tip of the metal corewire. A second jagwire guidewire was used however, the hydrophilic tip detached exposing the tip of the metal corewire. The detached tip was retrieved using a balloon. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.